Event description:
It was reported to boston scientific corporation that an rx locking and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure when passing a piece of equipment through the biopsy port the sponge dislodged and was lodged in the scope. The procedure was completed with a new scope and another rx locking and biopsy cap rx locking. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block b5 was updated based on additional information received from medwatch that the event/procedure date is (B)(6) 2022, and the patient was not harmed but the procedure lasted longer because the scope had to be switched out to complete the procedure. The sponge was retrieved in the scope cleaning room. Block h6: device code a0501 captures the reportable event of the sponge detached.

Event description:
It was reported to boston scientific corporation that an rx locking and biopsy cap was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure when passing a piece of equipment through the biopsy port the sponge dislodged and was lodged in the scope. The procedure took longer because the scope had to be replaced with a new scope, another rx locking, and a biopsy caps rx locking to complete the procedure. The sponge was retrieved in the scope cleaning room. There were no patient complications reported as a result of this event.